Event description:
On (B)(6) 2013, the surgeon performed an ifuse procedure on the patient placing three implants. The patient did well for the first six weeks following the surgery, but then developed new buttock pain. A CT scan showed that the top implant was too long and too posterior and had violated the central canal and was irritating a nerve. On (B)(6) 2013, the surgeon performed a revision surgery where he removed the top implant and replaced it with a shorter one in the same hole but rotated the new implant 180 degrees to get better bone purchase.

Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, certificates of analysis, IFU and fmea, there is no evidence that the device was out of specification. The most probable root cause is implants impinging on a nerve. Part numbers, lot numbers, manufacturing dates and expiration dates (bilateral-four implants on each side): p/n 7040-90, lot# i0254, manufactured 12/28/12, expires 2017-12. P/n 7055-90, lot# i0507, manufactured 07/03/13, expires 2018-03 (x2). P/n 7055-90, lot# i0392, manufactured 08/08/13, expires 2018-03. P/n 7055-90, lot# 154267, manufactured 03/21/13, expires 2018-03. P/n 7060-90, lot# 157756, manufactured 06/14/13, expires 2018-06 (x2). P/n 7065-90, lot# 157757, manufactured 05/17/13, expires 2018-05.